Event description:
Pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (45 percent stenosis degree) in the moderately tortuous mid superior mesenteric artery. Once the stent system reached the lesion, the easy-release tube was inserted into the valve and the safety tab was removed for stent deployment. However, it was discovered the stent had already been released and was stuck inside the introducer sheath. Subsequently, the stent was removed with the sheath.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 35 mm, i.e. The stent has most likely partially been released and was pulled out of the outer shaft. The stent was returned separately, is undeformed, and has the correct dimensions. The shaft dimensions comply with the specification. Both the outer and inner shaft were found kinked in the proximal shaft area. The introducer sheath used in the intervention was not returned for analysis. Inside of the handle, all parts are present and are correctly assembled. After reassembly of the handle, the retractable outer shaft could be fully retracted with no issues. Review of the production documentation confirmed that the device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. During final inspection, the outer diameter of the device shaft is measured for 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.